Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a bend in the catheter was confirmed, and the cause appeared to be associated with use of the device. One 4 fr s/l per-q-cath PICC was returned for investigation. The catheter was received with the stylet in the lumen. The stylet had been retracted through the catheter. The distal tip of the stylet coincided with the 49cm depth mark. The catheter length had not been modified and extended to the 65cm depth mark. It is unknown if an attempt was made to insert the catheter with the stylet retracted in the lumen. The stylet was bent just proximal to the septum on the t-lock extension set. Another bend in the stylet caused a bend in the catheter near the 12cm depth mark. A functional test revealed no leaks in the catheter. The stylet was within specification. It was reported that the catheter and stylet bent during insertion. Due to the condition of the catheter, it appears that the damage occurred during use and could be associated with the insertion technique, insertion angle, or patient position.

Event description:
During insertion of perq basic kit in patients the catheter along with stylet bend inside the vein and unable to do the procedure. It was stated this occurred with four devices. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
During insertion of perq basic kit in patients the catheter along with stylet bend inside the vein and unable to do the procedure. It was stated this occurred with four devices. This report addresses the second device.